Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. Due to the bleeding, they removed the sensor and self-treated the area by cleaning it with soap and water and disinfecting it with alcohol. The customer performed a capillary test (unspecified device), which showed hyperglycemia, and self-treated with 15 iu of fast-acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.